Event description:
It was reported that stent dislodgement occurred. A 3.50 x 38mm synergy xd drug-eluting stent was selected for use and delivered through the guide catheter. However, the stent was dislodged in the guide catheter. The device was removed and the procedure completed with another of same device. There were no patient complications and the patient fully recovered.